Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported via voluntary medwatch that the right ventricular (rv) was measuring 0 ohm in the tip/coil. There were no adverse health consequences to the patient.